Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unavailable based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer received a damaged box from the carrier. Reported lot number 44036838 was not able to be verified. Patient involvement is unknown.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. One photo was included for evaluation; the photo showed the complaint sample. By visual inspection, it was determined that the shelf box was damaged. The complaint was confirmed, and no other device analysis was performed. It was unknown what caused the damage and based on the analysis, this type of condition may occur during transportation/distribution of the product and could not be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.